Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was confirmed in the sleeve. The iab was removed and replaced with a new one to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter, within the statgard sleeve and between the catheter and the returned non-maquet sheath, covering the rear taper end of the membrane. No blood was observed within the catheter. The extender tubing and pressure tubing were also returned. No kinks or physical damage was observed on the device. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported leak cannot be confirmed by the evaluation. Although blood was present within the statgard sleeve, there were no leaks or penetration points on the catheter. Additionally, we were unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10 the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID (B)(4).